Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The implantable cardioverter defibrillator was explanted and replaced. Further information was requested but was not provided.

Manufacturer narrative:
Analysis was normal. No anomalies were found.